Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "burr on attachment" could not be confirmed; however, during service and repair, device failures were found but were not related to the reported event. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "burr on attachment" that could "cause tearing of physician's glove when handling." The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no additional info provided.